Event description:
The patient has four leads implanted with the same lot number. It was reported the patient has been hospitalized for IV antibiotics for a neck incision infection. F/u info identified that the patient has been released from the hospital and the infection has cleared.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.